Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. Customer service provided assistance with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.